Event description:
An iab was inserted into the pt on 7/21/98. After iabp for 6 hours, the "leak in system" alarm sounded from the pump and a large amount of blood was noted in the gas line. Iabp was discontinued and the registrar was contacted and the iab catheter was removed. The pt was off iabp for approx 45 minutes. During this time, the pt became cold and clamy and the pt's blood pressure dropped dramatically. The pt was deteriortating rapidly when off of iabp. A second iab was inserted and the pt's pressures improved 15 minutes after the iab was inserted. (Event complications: the pt's blood pressure dropped - reported 8/3/98.) (Pt's current status: awaiting coronary bypass graft - reported 8/3)